Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been hospitalized in diabetic ketoacidosis (dka) with a blood glucose greater than 500 mg/dl. The patient had discontinued pump therapy. Customer support was unable to identify any cause of the issue during troubleshooting. Cs considered this to be an inaccurate delivery issue. This complaint is being reported because the patient experienced dka and the inaccurate delivery issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.